Event description:
The product complaint report shows the customer alleged that while in use on a pt, the 840 ventilator stopped cycling. It was determined that the power cord had worked itself loose, and the device was running off the internal battery. The ventilator did alert the user of the power source switchover, but the user did not find the loose power cord until after the device stopped running. There was no reported pt harm or injury.